Event description:
It was reported during a lap gastric bypass, the device broke up, falling into the abdominal cavity. The broken piece was removed from the abdomen using a grasper. It was not noted how the case was completed. No pt consequence reported.